Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01654.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿no central pulmonary embolism. Ivc filter in place with multiple prongs projecting beyond the walls of the ivc. The medially projecting probably abuts the aorta.¿